Manufacturer narrative:
Code u203h, lot number: elr195. The above info refers to a second lot related to this incident. The returned broken needle was evaluated using scanning electron microscopy with micrographs showing the needle wire surface, fracture and the mode of fracture the needle fractured in a ductile manner due to tensile overload generated during severe mechanical deformation in the presence of a sharp notch. Numerous gouges produced during extensive handling with needle holders were seen. Significant deformation in two directions occurred before fracture. There were no signs of material/manufacturing defects or product malfunction. A needle lot history review of the 2 lots utilized to assemble the products involved was conducted and no deviations, nonconformances or abnormalities were found. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this lot number.

Event description:
Needle breakage. Customer reports that needle broke during ileo conduit surgery. Customer reports no adverse event to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.